Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19690084.

Event description:
It was reported that the patient underwent an explant procedure due to discomfort and the placement of the device. The explanted device components were discarded by the medical facility and will not be returned.